Event description:
It was reported that a malfunction occurred on the pump, with no notable events leading up to it. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance in resetting the pump and informed the customer to continue using it. The malfunction code did not recur after the reset, and the customer was advised to call back if the issue happened again, which they acknowledged and understood.